Event description:
During an attempted implant, a lead perforation was observed.

Event description:
It was reported that at implant the lead had good capture thresholds and impedance. The next day the capture thresholds and impedance increased. The physician believes the lead perforated. A chest x-ray showed no lead movement. The lead was explanted.

Manufacturer narrative:
A lead stiffness test was found to be within specification.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun,